Event description:
During an unknown procedure, when the instrument was fired, it did not cut or place staples, when the instrument was inspected, the drivers and blade did not fire upon completion of the firing cycle. There was no patient consequence.